Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.

Event description:
A physician's staff member stated she was injected with hydrelle in the nlf in the morning then around noon time she started swelling. Later on that night her entire face swelled up and ended up spending the night in ICU. The doctors prescribed steroids and prednisone. Update (B)(6)2010: medical assistant still has a large lump on her lip and a lump on right nlf, but is not currently taking any medication.